Event description:
When a short nail for an intertrochanteric fracture was placed,a a fracture, distal to the nail was noted. Nail was removed and a long nail was inserted. It is unknown if the fracture existed prior to the procedure or occurred during the procedure.

Manufacturer narrative:
A review of the device history records for manufacturing revealed no complaint related issues.